Manufacturer narrative:
Internal report reference number:(B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned strips: low results. Retention results are acceptable with lab meters. No defect found on returned meter. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in a follow-up call on 05-oct-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results and error message (e-3). Customer is using true metrix test strips with a true metrix pro meter. The customer is concerned with test results from results obtained of 40mg/dl am fasting. The customer¿s expected blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 11/30/2022 and open vial date was not disclosed. The meter memory was not reviewed for previous test result history.